Event description:
High white blood count and loose stools with negative c-diff assay. Rectal tube placed to try to manage stooling. The patient's hematocrit dropped to 24 (from 39) in setting of anticoagulation and intra aortic balloon pump (iabp); gastroenterology did colonoscopy at bedside - identified ulceration and mucosal friability at rectal tube balloon. Anticoagulation and rectal tube discontinued.